Event description:
It was reported that during an low anterior resection procedure, the anvil was not snapping into the device properly. A second device was opened and the same thing occurred. A third device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 11/12/2008. Info anticipated, but unavailable at this time.